Event description:
Customer reported bone loss on tooth 3. Per indicated: bone loss. Symptoms as a result of the event: none indicated. Surgical/medical intervention required for permanent damage: site grafted. Was there a delay during the procedure: no. Additional appointment required: replace implant. Was the procedure completed using another implant or another device: no.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. E1: last name unknown / not provided. G4: additional PMA/510(k) number k011028/k013227. H4: device manufacturer date unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted .